Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Olympus inspected the device and found an extra small piece of metal attached to the jaws. The metal piece seemed to be made of the same material as the jaws themselves. Upon closer examination using a microscope, it was determined that the metal piece was simply stuck on. Attempts were made to remove it using pliers, but despite applying a high amount of force, the piece remained in place. No other damage was found on the device. The device was then plugged into a bipolar generator. The device was able to coagulate without any issues. The device functioned as intended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to a manufacturing deviation at the original equipment manufacturer (OEM) site. The OEM was able to simulate the conditions and demonstrate how the contaminating material could become sintered to the jaw face. In response, the supplier will implement cleaning and inspecting procedures for the sintering setters as an additional measure to prevent similar incidents in the future. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the initial report e1 (name) and e3.

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the dissector was open and observed to have a deformation on the jaw tip under laparoscopic view. The event occurred at the beginning of a therapeutic laparotomy. The forceps were drawn out and replaced with another device. There was no report of medical intervention or patient harm associated with this event.